Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012894660 was returned and analyzed. Visual inspection of the handle area was performed and the tip of the sheath was intact with no anomaly. A kink on the side port tube was identified. The functional testing was performed. No anomaly was discovered. The performance test with uson leak tester was performed. The pressure test showed the pressure decay was in an acceptable range. The vacuum test with a negative pressure showed the pressure decay was in an acceptable range. In conclusion, the issue (side port tubing kink) was confirmed through testing and analysis. The sheath failed return inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the side port tubing was found to be kinked. Customer feedback alleged that the side port tubing was too soft and kinked too easily, raising concerns that irrigation could potentially stop due to the kink, which could pose a risk of stroke. The case was completed without any reported symptoms, complications, adverse events, injuries, or extension of hospitalization. No patient complications have been reported as a result of this event.